Event description:
It was reported that the customer received a failed battery alarm on her insulin pump. At the time of reporting, her blood glucose was 450mg/dl, which she intended on treating with manual injections once her father returned from (B)(6) with syringes. The customer was educated on the types of batteries that tend to perform better in her insulin pump. She was also advised to monitor her insulin pump after the recommended battery change and that a replacement battery cap would be sent to her. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.